Manufacturer narrative:
Information unknown/ not provided per country's personal data privacy legislation/policy. Implant date: not applicable, as lens was removed/ replaced in the initial surgery. Explant date: not applicable, as lens was removed /replaced in the initial surgery. (B)(6). (B)(4). All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the intraocular lens (iol) was broken at the time it was inserted in the eye because the posterior haptic got stuck in the inserter. The iol was removed during the same procedure. The incision was enlarged and there was a 10 minute delay in the procedure. A back-up lens was inserted to complete the surgery. No further information is available.

Manufacturer narrative:
Additional information: section d9: device available for evaluation? Yes. Section d9: date returned to manufacturer: 11th january 2022. Section h3: device evaluated by manufacturer? Yes. Device evaluation: visual inspection under magnification revealed viscoelastic residue on the optic body and haptics, which is consistent with a lens that was handled during removal and replacement. The complaint lens was also observed with a detached haptic. The plunger rod was observed fully advanced, and no assembly issues were observed during the external inspection of the handpiece. Cartridge damage (broken off and separated) was observed, which can be attributed to excessive force used during deployment. Trace amounts of viscoelastic residue was observed in the cartridge which suggests that an inadequate amount of ovd (ophthalmic viscoelastic device) was used during loading and insertion which may contribute to deployment issues (including the defects listed in this evaluation). Dc-haptic detached was confirmed; however, this cannot be confirmed to be related to manufacturing (refer to previous statement regarding inadequate ovd usage) and therefore no product deficiency could be identified. Dc-stuck in cartridge was not confirmed due to no lens being observed in the cartridge. Manufacturing record evaluation: the manufacturing records for the intraocular lens were reviewed. The product was manufactured and released according to specification. A search revealed one complaint for the same as this investigation. However, the complaint issue could not be confirmed. Based on the investigation results, no escalation was required. Conclusion: as a result of the investigation, there is no indication of a product quality deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.